Manufacturer narrative:
Additional information was received indicating that the trach tube was checked without issue at pre-use check. The patient was also reported to be vent dependent. No patient injury was reported.

Manufacturer narrative:
Device evaluation: four samples of smiths medical tracheostomy were returned for analysis in a used condition. Visual inspection was performed under normal lighting, in order to detect any damage on the cuff, airline or pilot balloon and no damage could be detected. Samples were filled with 5cc of air in order to see if there was any functional problem. When inflating the units with air, it was seen that pilot balloon inflated but all air was stuck in it. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. Additional air cuff symmetry test was performed to the units. Cuff symmetry fixture was used, and rule was used. When measuring the cuff, the percentage for the symmetry was for sample 1: 39.47%, for sample 2: 41.17%, for sample 3: 50% and for sample 4: 44.44% these results are over 33.3% that is the minimum acceptable. Based on the test, the units were within specification. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff was not inflating. No patient injury resulted. Incident has been reported to be resolved.